Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the system pcb assembly. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
It was reported to physio-control that the customer's device would not power on. There was no patient use associated with the reported event.